Event description:
The information was received from a maude foi report. The patient¿s wife called the lvad coordinator¿s office and spoke with the coordinator and transplant treatment clinic nurse for translation. The patient¿s wife conveyed as best as she could as to what alarm condition was going on and explained to the coordinator and nurse that they had to change to the patient¿s back up controller. Finally, the vad coordinator relayed to the patient¿s wife that they need to come into the ER so that the circulatory support personnel could troubleshoot. Upon arrival to the ER, the patient¿s wife spoke with css through a translator and explained that upon switching the patient to battery the patient experienced a yellow wrench alarm of some type. After inspecting the patient¿s driveline, and determining that it was in good physical condition, css personnel was able to determine that the patient had multiple driveline fault alarms after viewing the controller event history from the defective controller. These alarms were later confirmed via analysis from the manufacturer¿s engineers. The patient reported feeling fine during the exchange and the alarm condition and was given a new back up controller and was sent home. Diagnosis or reason for use: controller needed to operate and facilitate power to the lvad pump. Event abated after use stopped or dose reduced: yes.

Manufacturer narrative:
Although the report indicated that the system controller was returned on february 19, 2015, no serial number was provided and a correlation between this event and any received products could not be established. The attached user facility medwatch report was received via cdrh. The user facility number was not provided. The maude identifier is mw5040919. The report was filed anonymously and there was no opportunity to obtain additional information. The event is being conservatively reported as there was no opportunity to obtain additional information. There was no reported event associated with the backup system controller. A specific cause for the reported yellow wrench/driveline fault alarm could not be conclusively determined as the device was not returned for evaluation. The device serial number was not provided therefore a device history record review could not be performed. The pump continues to function when a driveline fault advisory occurs. The manufacturer is closing its file on this event.